Manufacturer narrative:
(B)(6). The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device was disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a capio device was used during a vaginal colpopexy procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the dart detached during the first deployment of the capio device on the patient's right side. Reportedly, the detached dart was removed from the patient. However, it is unknown how it was removed from the patient. There were no patient complications as a result of the event. The patient's condition at the conclusion of the procedure was reported to be stable. Should additional relevant details become available; a supplemental report will be submitted.